Manufacturer narrative:
Device evaluated by manufacturer - blood and contrast were present in the distal outer and balloon. Microscopic inspection identified a longitudinal balloon tear measuring approximately 13mm in length. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a balloon burst occurred. The target lesion being treated was located in the left anterior descending (lad) but details are unknown. Upon the 1st inflation to 12 atms, the balloon burst. The procedure was successfully completed with a different device. No patient injuries or complications were noted. Patient condition listed as 'fine.

Manufacturer narrative:
Additional manufacturer narrative: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a balloon burst occurred. The target lesion being treated was located in the left anterior descending (lad) but details are unknown. Upon the 1st inflation to 12 atms, the balloon burst. The procedure was successfully completed with a different device. No patient injuries or complications were noted. Patient condition listed as 'fine.'